Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and an unexpected restart alarm. The customer reported that the act button was unresponsive. The customer reported that they were unable to clear the unexpected restart alarm due to keypad anomaly. The customer's blood glucose was 20 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer stated that they were already using a back-up insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests or verify the unexpected restart or motor error alarms due to the unresponsive buttons. The motor passed the motor test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.